Manufacturer narrative:
Evaluation confirmed that both jaws are broken off the distal end of the instrument. The instrument has a date code of ww(09/13) and it has been in use for approximately 4 years. Damage is consistent with stress overload.

Event description:
Allegedly, during a laporoscopy procedure the doctor noted that both jaws broke off the instrument and fell into the patient. The instrument was replaced and the broken jaws were immediately removed. The procedure was completed with no delay and the hospital reported there was no injury to the patient.